Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Analysis was unable to verify battery out limit alarm and perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a battery out limit alarm. The customer's mother reported that the keypad was unresponsive. The customer's mother reported that the battery out limit was unable to be cleared due to keypad anomaly. The customer's blood glucose was 430 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother was assisted with reprogramming time and date. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.